Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit successfully passed the motor test and made the startup sound but the screen did not illuminate. There was no physical damage to the organic light emitting diode (oled). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively during set up , the device was unable to fire. There was no patient involvement.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, screen did not turn on, didn't try to fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively during set up, screen did not turn on, didn't try to fire. There was no patient involvement.